Event description:
The hospital reported that during preparation for a coronary artery bypass procedure upon unpacking the acrobat suv vacuum stabilizer, the part on the unit with the maquet logo on it came off. The hospital also reported that the handle did not spin properly. The hospital reported no patient effects. A replacement was used to complete the procedure. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the maquet logo had detached from the device. In the interlinking arm, there appeared to be an area where the inner cable was visible. This gap may have caused the device to not tighten properly. The device was very bloody. Based upon these findings, the reported failure was confirmed. A lot history record review was completed and there was no nonconformance that could have attributed to the reported failure mode. (B)(4).